Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was found in back-up vvi mode. It was also noted that the patient had an MRI. Review of the device image revealed noise present at the time of device reset, consistent with that caused by an MRI. At the time of device reset, it had just reached vf diagnosis due to oversensing noise and had started to charge. The reset was associated to capacitor charging. A device download was successfully performed. The patient was seen again a few weeks later and there were no device related symptoms nor were there any arrhythmias stored in the device.